Event description:
IV tubing was leaking - small pinpoint hole in tubing. The leak was not detected during the set up of the infusion, it was following the IV infusion initiated. The infusion has been started approx over 12 hours earlier, the rate of the infusion was between 80-125cc/hour. No patient harm related to this event or delay with fluid administration. The leak was discovered when a puddle of fluid was found on the floor by the IV pole, and investigated where it was coming from, then observed the leak coming from the tubing.